Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was that the internal battery of the device was not able to maintain its charge because it was not properly maintained, as it was 2 years beyond its recommended life.

Event description:
The customer reported that the vela ventilator became inoperable while on a patient, during a hospital transport. The customer reported that there was no patient harm or injury.